Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 535 mg/dl. It was reported that insulin pump was not delivering insulin. Customer had symptom of vomiting, nausea and abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization, but it was taken off upon arrival. During troubleshooting, it was found that customer had a bend cannula.